Event description:
It was reported that pump displayed malfunction code 12 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed that malfunction code was resettable, provided complete pump reset instructions, and customer planned to reset pump when ready and contact support again if issue persisted; no additional information was received regarding the outcome of the event.